Manufacturer narrative:
The hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a hand assisted sigmoid procedure, there was an odd tone but the generator did not give an error code. Completed the procedure with no patient consequence.